Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the tube"), genital haemorrhage ("excessive and abnormal bleeding"), device expulsion ("migration of essure device location of device:right device: uterine corner"), embedded device ("migration of essure device location of device: left device: uterine endometrium") and hydrosalpinx ("left hydro salpinx") in a 37-year-old female patient who had essure (ess205) (batch no. 024926) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia and low back pain. Concomitant products included eszopiclone (lunesta) since 2012, lorazepam (ativan) from 2012 to 2015, metaxalone (skelaxin) from 2012 to 2015 and mometasone furoate (flonase) from 2012 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced fallopian tube cyst ("para tubal cyst") and hydrosalpinx (seriousness criterion medically significant), 3 years 2 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: pelvic endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain/ abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy and unilateral oopherectomy & (B)(6) 2014 - surgical removal of coil). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, pelvic pain, fallopian tube cyst, endometriosis, dysfunctional uterine bleeding, abdominal pain and hydrosalpinx outcome was unknown and the genital haemorrhage, nausea, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube cyst, genital haemorrhage, hydrosalpinx, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2009, she had bilateral salpingectomy and unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: reporters, patient demographics, medical history, laboratory data and concomitant drugs were added. Updated suspect drug indication and added lot number. On (B)(6) 2005, she implanted essure (previously reported as 2009). On (B)(6) 2015, she explanted essure (previously reported as 2012). Added events abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: pelvic endometriosis, migration of essure device location of device: left device: uterine endometrium, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, left hydro salpinx with para tubal cyst, lower quadrant pain and dysfunctional uterine bleeding, abdominal pain. Updated event outcome and events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils migrated out of the tube'), genital haemorrhage ('excessive and abnormal bleeding'), device expulsion ('migration of essure device location of device:right device: uterine corner'), embedded device ('migration of essure device location of device: left device: uterine endometrium') and hydrosalpinx ('left hydro salpinx') in a 37-year-old female patient who had essure (ess205) (batch no. 024926,509104,12278094) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, low back pain and back surgery. Concomitant products included eszopiclone (lunesta) since 2012, lorazepam (ativan) from 2012 to 2015, metaxalone (skelaxin) from 2012 to 2015 and mometasone furoate (flonase) from 2012 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In november 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced adnexa uteri cyst ("para tubal cyst") and hydrosalpinx (seriousness criterion medically significant), 3 years 2 months after insertion of essure (ess205). In december 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: pelvic endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain/ abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy and unilateral oophorectomy & (B)(6) 2014 - surgical removal of coil). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, pelvic pain, adnexa uteri cyst, endometriosis, dysfunctional uterine bleeding, abdominal pain and hydrosalpinx outcome was unknown and the genital haemorrhage, nausea, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hydrosalpinx, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2009, she had bilateral salpingectomy and unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Patient aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the coils migrated out of the tube'), genital haemorrhage ('excessive and abnormal bleeding'), device expulsion ('migration of essure device location of device:right device: uterine corner'), embedded device ('migration of essure device location of device: left device: uterine endometrium') and hydrosalpinx ('left hydro salpinx') in a 37-year-old female patient who had essure (ess205) (batch no. 024926-inv,509104-inv,12278094-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, low back pain and back surgery. Concomitant products included eszopiclone (lunesta) since 2012, lorazepam (ativan) from 2012 to 2015, metaxalone (skelaxin) from 2012 to 2015 and mometasone furoate (flonase) from 2012 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, the patient experienced adnexa uteri cyst ("para tubal cyst") and hydrosalpinx (seriousness criterion medically significant), 3 years 2 months after insertion of essure (ess205). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and endometriosis ("reproductive system disorder or condition type of disorder or condition: pelvic endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("left lower quadrant pain/ abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy and unilateral oopherectomy & (B)(6) 2014 - surgical removal of coil). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, embedded device, vaginal haemorrhage, menorrhagia, pelvic pain, adnexa uteri cyst, endometriosis, dysfunctional uterine bleeding, abdominal pain and hydrosalpinx outcome was unknown and the genital haemorrhage, nausea, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, hydrosalpinx, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2009, she had bilateral salpingectomy and unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Lot numbers reported 024926,509104, and 12278094 are invalid. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of the device). Essure was removed in 2012. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils migrated out of the tube") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of the device). Essure was removed in 2012. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.